Event description:
It was reported that pt underwent a non-invasive valve procedure in 2009 where this mitral valve was implanted. Two months later, open heart surgery was performed to repair a leaking valve. Since the second operation, the pt reportedly has experienced complications and blood transfusions. On (B)(6) 2011, the pt was scheduled for a consultation for a possible reoperation. Additional information has been requested.